Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 30-oct-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-may-05, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving dilaudid (30 mg/ml, 3.722 mg/day) and bupivacaine (8 mg/ml, 0.992 mg/day) via an implantable pump. It was reported the patient had been seeing a different doctor, but started seeing a new one. The patient had told the physician that he had not had good relief in a long time and had increased pain. The rep stated they did a dye study today and they were unable to aspirate the catheter. The rep stated the physician was going to revise the catheter, but there was no date for that, yet. The patient also had a personal therapy manager (ptm) and could get up to 6 boluses a day, 1 every 4 hours. The pa dose was 0.3 mg.

Event description:
Additional information was received via a healthcare provider (hcp). The hcp had attempted to aspirate the catheter six times and met resistance. It was noted that the hcp had stated that it could either be clogged or kinked. A revision was to occur as soon as possible. The patient¿s weight was provided..

Manufacturer narrative:
Continuation of d11: product ID 8709sc serial# (B)(6) implanted: (B)(6) 2007 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.